Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "implantation on (B)(6) 2021. Reviewed twice. Iol axis is at 70degrees. Refraction today is - 2.75/+2.50@110". The patient underwent bilateral iol implantation on (B)(6) 2021. The refractive outcome in the right eye post-operatively was as expected whereas the outcome in the left eye deviated from the target refraction. The refractive data for the left eye was provided for review but no data relating to the right eye was received therefore preventing any comparison evaluation from being performed. The healthcare professional plans to laser the eye to correct the visual outcome at a later date as no treatment is currently possible to the national covid lockdown. "Deviation in target refraction" is listed in the "adverse events" section of the rayone IFU and is a recognised complication associated with cataract surgery. From the evidence available it is not possible to establish the cause of the deviation in target refraction at this time. Our review of production records for the rayone toric rao610t batch 010148902 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone toric rao610t (january 2020) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone toric rao610t batch 010148902.

Event description:
On 21st january 2021, rayner intraocular lenses limited received notification from a (B)(6) healthcare professional of an event that occurred following implantation of a rayone toric rao610t iol. The verbatim report received states "implantation on (B)(6) 2021...reviewed twice. Iol axis is at 70degrees. Refraction today is - 2.75/+2.50@110".